Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and unconsciousness on (B)(6) year with blood glucose of 23 mg/dl. The customer reported other blood glucose level were 40 mg/dl and 96 mg/dl. Customer report they did not allege insulin pump was under delivering. The customer did not provide any symptoms regarding low blood glucose. The customer was treated with juice and glucose injection. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.